Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and time clock anomaly. The customer¿s blood glucose level was unknown. The customer reported that the buttons real hard to press. The customer reported that the time clock was advancing, but it was wrong. It was reported that the customer declined troubleshooting for bad battery, no delivery and battery out limit. The customer was advised to discontinue use of the pump and revert to back-up plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switch on esc, act and up arrow. No button error alarm during testing. Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No motor error alarm noted. The motor was tested outside of the device and passed. Pump passed self test, unexpected restart error test, off no power test and all operating currents tested within the specification range.